Event description:
Patient reports using 1 viai of remodulin from her emergency kit due to cracked cassette in last fill. Date not provided, per dispensing system last dispensed on (B)(6) 2021. No other information known. Cassette serial number and expiration date are unknown. Did the reported product fault occur while in use with the pt? No; did the product issue cause or contribute to pt or clinical injury? No; is the actual device available to be returned for investigation? No; did we replace device? No; issue resolved. Did the pt have a backup device they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes. Reported to (B)(6) by pt/caregiver.